Manufacturer narrative:
The initial reported event of lead fractured, lead explanted and the patient experienced complications was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. No eval other description: analysis cannot be completed at this time due to pending litigation. Product event summary: the lead was returned in segments but analysis could not be performed due to legal restrictions. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: 407645 lead, implanted on (B)(6) 2005; 407658 lead, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the lead was fractured and explanted and the patient experienced complications. No further details were provided. It was further reported that the right ventricular (rv) lead, that had the pace/sense portion previously capped, has now been fully explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the proximal conductor was fractured at 62 cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.